Event description:
While attempting to treat an aneurysm, when withdrawing a 7 x 21 complex standard trufill dcs orbit coil from the aneurysm, the physician "felt the coil stretching" and continued to withdraw the coil, which stretched and then prematurely detached. The coil delivery system was removed from the microcatheter (prowler plus), and a coil pusher was used to trap the stretched/detached coil against the microcatheter (mc), allowing the coil to be successfully removed. There was no report of any adverse effects to the pt. The removed mc was flushed and reinserted and another 7 x 21 complex standard trufill coil was inserted using the same mc. The physician felt resistance after the coil was unsheathed approx 2/3 of the way in the mc. This coil was reheathed and removed with the mc. A second prowler plus mc was placed and the second 7 x 21 coil, which had been reheathed and removed, was inserted into this mc. Resistance was felt and the coil was pulled out. A third 7 x 21 complex standard was inserted and also met resistance after unsheathing 2/3 up into the mc. This coil was removed, this was followed by successful insertion of three gdc10 2d coils and a 4 x 10 mini complex fill through the same prowler plus. There was no adverse effect to the pt.